Event description:
It was reported that during a laparoscopic gastric bypass procedure, the clip applier was cross clipping. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Additional information: the er320 device was returned in good visual condition with a clip in the jaws; the clip was removed in order to evaluate the condition of the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; the instrument was cycled and it fed and formed three scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.